Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had bending section cover leakage. The issue was found during preparation for use for a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: flaking coating on the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flaking coating on the connecting tube. In addition to the reportable malfunction, the following were noted: the bending section cover was not waterproof due to perforation; the electrical connector was deformed, not waterproof, and had corrosion; the coating of the universal cord was peeling off; the connecting tube was crushed; the lens adhesive was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the insertion section coating peeling issue could not be determined, however, the issue was likely due to physical stress applied to the insertion section during user handling, causing the insertion tube to be crushed and the coating to peel. The event can be prevented by following the instructions for use (IFU) which states: important information : please read before use precaution for disappeared or frozen endoscopic image; warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities¿. Chapter 5 troubleshooting ¿if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿¿. Olympus will continue to monitor field performance for this device.